Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the equipment reported an error message "automatic inflation failure" during use, and the equipment could not work. After the fault was found, it was replaced with a spare machine, and no casualties occurred. The fault has not been resolved yet. The customer has multiple spare devices and does not plan to repair them for the time being. The customer does not plan to purchase spare parts. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) reported an error message "automatic inflation failure" during use, and the equipment could not work. After the fault was found, it was replaced with a spare machine, and no casualties occurred.